Event description:
Procedure type: bowel resection. According to the reporter: dr.(B)(6) completed the procedure and patient went to recovery. The patient was brought back to operating room at 3:30 because of rectal bleeding and low hemoglobin (which lasted 1 hour). Dr. (B)(6) oversewed the staple line, hemoglobin went back to acceptable level and patient was taken to recovery. There was no unanticipated tissue loss or tissue damage as a result of this problem. There was no bleeding reported in excess of 500cc. There was no reinforcement material used in conjunction with the stapling device. The lot number of the subject device is not available.

Manufacturer narrative:
(B)(4).